Manufacturer narrative:
We are now investigating this case.

Event description:
Adverse event: shock-like symptom. On 2010-(B) (6), a (B) (6) male patient received artz dispo injection. Five minutes later, he experienced cold sweat, cold extremities, cyanosis, decreased consciousness, and weak pulse. The symptoms were continued around 10 minutes. It would be shock. The physician rested him. No treatment was given. Unk - he recovered. The physician considered the event was serious and possibly related to artz dispo injection.